Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with right ventricular (rv) lead had a chest pain due to possible micro perforation. The physician revised the lead and ensured it was not in the exact same position. The patient's chest pain was resolved with the revision. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Supplemental correction has been submitted to correct d. Suspect medical device section as correct model and serial numbers have been provided.

Event description:
It was reported that this patient with right ventricular (rv) lead had a chest pain due to possible micro perforation. The physician revised the lead and ensured it was not in the exact same position. The patient's chest pain was resolved with the revision. The lead remains in service. No additional adverse patient effects were reported.